Event description:
Initial result for a pt ck-mb was 2.10. When repeated, the result was>500. The incorrect result was not reported. The field service representative was unable to confirm any malfunction of the system.